Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not separate from the catheter to deploy despite many attempts. Reportedly, the catheter was cut between the handle and the biopsy chanel on the scope. The scope was removed from the patient. The scope was then reinserted in the patient and under direct visualization, gentle traction was applied to the catheter and the clip was pulled off. A small amount of tissue came off with the clip and no trauma was observed. The procedure was completed with three more resolution 360 clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not separate from the catheter to deploy despite many attempts. Reportedly, the catheter was cut between the handle and the biopsy chanel on the scope. The scope was removed from the patient. The scope was then reinserted in the patient and under direct visualization, gentle traction was applied to the catheter and the clip was pulled off. A small amount of tissue came off with the clip and no trauma was observed. The procedure was completed with three more resolution 360 clips. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was attached to the bushing, while the catheter was returned cut from the device. The clip assembly was disassembled for further analysis and no failures were observed. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs appeared damaged. Additionally, x ray analysis was performed, and it was also noted that the capsule locking tabs was stuck inside of the bushing. A dimensional examination was performed to further analyze the deployment issue, and the length from the ferule to the most distal section of the catheter was confirmed to be within specification. The handle was disassembled, and it was noted that the flatness of the control wire of the device was within specification. No other issues with the device were noted. The reported event was confirmed. The investigation concluded that due to the device was highly manipulated and damaged, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue.